Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 490 mg/dl. Customer reported she was hospitalized because of numbness in her left side and her neuropathy caused her to have a panic attack which caused her to fall and go into diabetic ketoacidosis and high blood glucose. Customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.